Event description:
It was reported to boston scientific corporation in 2008, that a cre balloon dilatation catheter was used during an esophageal dilatation procedure one day prior, (pt gender, age, and weight are unk). According to the complainant, "the inflated balloon seemed to be shorter than" labeled. The balloon was withdrawn from the catheter, and the complainant noticed a "thread tied on the balloon". There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable". Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed two months later, revealed an MDR-reportable malfunction (balloon tear). This MFR report is submitted based on the evaluation results.

Manufacturer narrative:
A visual examination of the returned device revealed that its length was within specification. Further examination revealed that the "thread" was the ro (radiopacity) marker band - not foreign material. The band had been moved and was positioned over the balloon. The balloon was torn circumferentially. The cause of the damage is unk. A review of the device history record revealed no anomalies. A lot history search revealed no additional complaints for this lot. The 2008 15-month cre balloon product family product trend report, inclusive of all failure modes, was reviewed; no unfavorable trends were noted.